Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm vessel sealer extend instrument involved with this complaint to perform failure analysis. The instrument was found to have a grip ring screw dislodged. The grip ring screw was found attached to the magnet inside the housing. As a result of the grip ring screw being dislodged, the grip ring was dislodged. Additionally, the instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument failed initialization and the grips did not open. The dislodged grip ring likely caused the grip to not open. The grip open lever was not functional. The grip ring moved freely up and down grip the grip drive adapter. The instrument was placed on the in-house system and failed homing during initialization. The instrument was visually inspected and found the grip ring and screw dislodged. The dislodged grip ring caused the jaws not to close completely and the blade to be exposed. The instrument initialization failure was bypassed, and the instrument passed the energy recognition.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the 8mm vessel sealer extend (vse) instrument was loaded on the arm, and there was no energy. The customer rechecked all the connections and reloaded the instrument, but the instrument still did not work. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure using the same system. No known impact or patient consequence was reported.